Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer. Cts recommended that the customer replace the sample probe. After replacement of the sample probe, the issue was resolved. The probable cause is the sample probe. Section a2, a3, a4 a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolyte (ise) patient results, including, sodium (na), chloride (cl) and potassium (k) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, the customer provided data for two (2) patient samples.